Manufacturer narrative:
Additional information received on 17 october 2017 and includes: the surgeon just performed a poly swap, no additional cuts made. On 20 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 1 year after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 30 october 2017. (B)(4).

Event description:
The patient came in complaining of instability. The surgeon revised the size 5/13 mm poly for a size 5/17 mm. The surgery was completed successfully.